Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for examination. The investigation can not draw any conclusions since no product was returned for examination. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Event description:
It was reported that the instrument bent 25mm in surgery.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.